Manufacturer narrative:
No device malfunction was reported or observed; therefore no device evaluation occurred. Device malfunction is not the suspected root cause of the events reported. A review of subject device service records found that the device had recently been serviced for preventative maintenance on (B)(6) 2011. A lumenis physician evaluated the reported event details and patients' photographs concluding the probable cause to be poor technique employed by the device operator in contradiction to device training and common medical practice. Additionally the physician noted that no evidence of infection or scarring was evident from the photographs.

Event description:
It was reported that three patients sustained hypopigmentation of the face following treatments with a lumenis ultrapulse laser.